Event description:
It was reported that, "missing prongs on impactor."

Manufacturer narrative:
Method - device history review & complaint history review. Summary of eval: visual inspection of the returned device and materials analysis completed under a previous complaint investigation determined that the collet tabs (prongs) fractured through multiple off-axis overloads which produced cracks originating at the base of the tabs. Device history records for the specific lot indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. There have been similar reported events for this product. Based on the results of an investigation completed under a non-conformance, it was determined that the likely cause of the collets (prongs) fracturing was the "deliberate and gross misuse of the instrument."